Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. The customer received assistance in resetting the pump from technical support, and the issue did not recur, allowing the customer to continue using the pump.